Event description:
It was reported that the pump battery would not charge despite using a wall outlet. There was no reported impact to the customer¿s blood glucose level as the caller declined to provide this information. The customer tried using a different wall adapter, which ultimately resolved the issue when the pump began charging. No further assistance was required, although a replacement tandem wall adapter was sent.